Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were unable to achieve pacing capture during care of a pt. There was no report of impact to the pt. We have requested add'l info and this investigation remains open.